Event description:
The customer received questionable results for forty patient samples tested for potassium on the c501 analyzer. Of the forty samples, thirty nine were found to be discrepant. The customer stated that all samples appeared too high. Quality control was ran after the customer noticed the high patients and it was high too. The customer also recalibrated, but received an alarm. The customer then repeated all samples on another analyzer, (B)(4). All repeat results were considered to be correct. All potassium results are in units of meq/l. The customer stated that original results were accompanied by a data flag on those results that were higher than 5.1 meq/l. Patient one initially resulted as 5.4 and repeated as 4.3. Patient two initially resulted as 5.3 and repeated as 4.2. Patient three initially resulted as 5.2 and repeated as 4.1. Patient four initially resulted as 5.3 and repeated as 4.3. Patient five initially resulted as 5.3 and repeated as 4.1. Patient six initially resulted as 5.1 and repeated as 4. Patient seven initially resulted as 5.2 and repeated as 4. Patient eight initially resulted as 5.2 and repeated as 4. Patient nine initially resulted as 5.3 and repeated as 4.2. Patient ten initially resulted as 4.8 and repeated as 3.8. Patient eleven initially resulted as 6.7 and repeated as 5.6. Patient twelve initially resulted as 5.3 and repeated as 4.1. Patient thirteen initially resulted as 4.9 and repeated as 3.9. Patient fourteen initially resulted as 4.9 and repeated as 3.9. Patient fifteen initially resulted as 5.4 and repeated as 3.9. Patient sixteen initially resulted as 4.9 and repeated as 3.9. Patient seventeen initially resulted as 5.9 and repeated as 3.9. Patient eighteen initially resulted as 5.6 and repeated as 4.5. Patient nineteen initially resulted as 5.3 and repeated as 4.3. Patient twenty initially resulted as 5.6 and repeated as 4. Patient twenty one initially resulted as 5.4 and repeated as 3.8. Patient twenty two initially resulted as 5.3 and repeated as 4.2. Patient twenty three initially resulted as 5.8 and repeated as 4.7. Patient twenty four initially resulted as 5 and repeated as 3.9. Patient twenty five initially resulted as 5.3 and repeated as 4.1. Patient twenty six initially resulted as 5.3 and repeated as 4.4. Patient twenty seven initially resulted as 4.7 and repeated as 3.6. Patient twenty eight initially resulted as 4.5 and repeated as 3.4. Patient twenty nine initially resulted as 4.7 and repeated as 3.6. Patient thirty initially resulted as 5.3 and repeated as 4.2. Patient thirty one initially resulted as 5.1 and repeated as 3.9. Patient thirty two initially resulted as 6.1 and repeated as 5.4. Patient thirty three initially resulted as 5.5 and repeated as 4.4. Patient thirty four initially resulted as 4.8 and repeated as 3.6. Patient thirty five initially resulted as 5.9 and repeated as 4.8. Patient thirty six initially resulted as 4.4 and repeated as 3.2. Patient thirty seven initially resulted as 4.4 and repeated as 3.3. Patient thirty eight initially resulted as 6.2 and repeated as 5. Patient thirty nine initially resulted as 6.1 and repeated as 4.9. The customer stated that there was no adverse affect to any patient as far as she knows. The customer stated that she checked on all patients that had results above 6.1 meq/l and none had medication changes. The potassium electrode lot number was t37 with an expiration date of 05/31/2012. The customer changed out all the measuring cartridges and could see nothing visibly wrong with the cartridges or inside the compartment. The customer also changed the internal standard and diluent bottles. After performing these actions, the customer ran an ise check which was fine. The customer then recalibrated twice and ran quality controls with final results within range. The customer also ran a precision study on the control material. The field service representative determined the cause to be an o-ring that was missing from the reference electrode. He replaced the o-ring and performed the ise check ten times getting results within expected ranges. The customer performed ise calibration and quality control successfully.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.